Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose levels and she smelled insulin. The customer stated she found a crack and changed the reservoir, since then she's been having high blood glucose. Customer stated the insulin leaked on her shirt, she was concern the insulin pump can be damaged. Customer stated she smells insulin every time the reservoir is taken in and out. The customer's blood glucose was 220mg/dl. Customer's blood glucose went up to 300mg/dl during the incident and treated with bolus. Also, mentioned the customer's blood glucose went down to 44mg/dl and treated with food. Customer declined further assistance. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.